Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is stating won't turn on. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center and observed the unit does not turn on, pca burned and white led light does not turn on with intensity. The customer complaint was reproduced. There was no error has been identified. The device was scrapped.